Event description:
It was reported that the patient¿s device was currently off because, it wasn¿t working right. It was noted, the patient got ¿jarred¿ on at a different hospital visit in (B)(6) 2013 and they thought the leads might have migrated. The reporter noted they tried reprogramming but it didn¿t resolve the issue. It was noted they were talking about repositioning the leads. Additional information has been requested but was not available as of the date of this report.

Event description:
The ins was replaced in 2014 but the patient continued to have the same issues so the leads were replaced with paddle leads.

Manufacturer narrative:
Concomitant products: product ID 3776-60, serial # (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2014, product type lead; product ID 3776-60, serial # (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2014, product type lead; product ID neu_unknown_prog, serial # unknown, product type programmer, physician. (B)(4).

Event description:
Additional information received from a healthcare provider reported that the patient had a fall where emts dropped the patient and they landed on their implantable neurostimulator (ins). After that fall the patient did not get good stimulation again and there was a loss of therapy. X-rays were taken which confirmed that no lead migration had occurred and impedances were checked with everything in the normal range. The ins was replaced in 2014. The patient was indicated for spinal pain.

Manufacturer narrative:
Product ID 3776-60, serial# (B)(4), implanted: 2011 (B)(6); product type lead product ID 3776-60, serial# (B)(4), implanted: 2011 (B)(6); product type lead product ID neu_unknown_prog, serial# unknown; product type programmer, physician. (B)(4).